Event description:
It was reported that the catheter was placed in 2005 into left lateral position (l&d pt). One day later, rn removed catheter w/small amt of resistance. Black tip and outer sheath were missing. X-rays performed. Retained tip & outer sheath not found. Risks explained to pt, questions answered, & pt accepted anesthesia plan/risks. No associated pt complication reported.